Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was ere used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, there was no image when the spyscope ds ii was connected to the spyglass ds controller. The spyscope ds ii was disconnected and reconnected several times, however, no image appears on the screen. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Additional information was received on august 25, 2023: the procedure date was on (B)(6) 2023.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were identified with the image. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The lighting controls on the controller were tested and the scope lighting adjusted accordingly, no problems were observed with scope lighting or plastic optical fibers (pofs). X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The device was fully articulated in all directions and no problems were identified with the image. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. No damage was noted to the camera wire or jacket and the device appeared unused. Leak testing was performed with the unit using saline. The unit was pressurized by injecting fluid through the irrigation tubing of the device with the tip inserted into a mock-cbd fixture and pressure did not change. No leak was observed during testing. The reported complaint was not confirmed. Product analysis was unable to replicate the reported visualization problems. The complaint device functioned properly throughout analysis and appeared unused. The reported event can be caused by damage to the electronic components, fluid leaks, tip damage, or cross-talk between electronics, and therefore it is unlikely a problem with the design of the device. Based on all gathered information, the complaint investigation conclusion code selected for the visualization problem is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, there was no image when the spyscope ds ii was connected to the spyglass ds controller. The spyscope ds ii was disconnected and reconnected several times, however, no image appears on the screen. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.